Manufacturer narrative:
The company representative replaced the control printed-circuit (pcb) board and the ventilator was returned to service after a successful pre-use and functional tests. The returned control pcb was installed in a reference ventilator, where several pre-use checks tests were performed without any deviation. A long term test on a test lung was performed during 26 days without any deviation. According to the received device log files, it could be concluded that the breathing sub-system rebooted twice. The first attempt to restart the breathing sub-system failed. When the breathing sub-system was up and running after the second restart, it came up in neonatal mode which is the default startup mode. Meanwhile, the monitoring sub-system was still running in adult mode. This conflict generated the reported technical error. During the reboots of the breathing sub-system, the ventilation stopped for a short time. After the second restart, the breathing sub-system was immediately switched over to adult mode and continued the ventilation with the same settings as before the event. Why the breathing sub-system rebooted, could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a software error while it was connected to a patient. There was no patient harm reported. (B)(4).